Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a gastrointestinal bleed (gi). Additional information was requested but not provided.

Event description:
The site communicated that the patient had an initial hemoglobin drop to 6.7 and was treated with two units of packed red blood cells on (B)(6) 2020. The patient was admitted on (B)(6) 2020. A capsule study revealed blood at the duodenum and an egd noted bleeding angioectasia which was treated with apc successfully. The patient was administered IV proton pump inhibitors, four units of packed red blood cells and apc. The bleeding event was resolved and the patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.